Event description:
The report received from the affiliate states that during deployment of the smart control stent, the stent jumped distally 1cm and an additional stent was needed to treat the entire lesion. The patient's age and gender were unknown. The target lesion location was the common iliac artery to external iliac artery (side unknown). It is unknown if the lesion was de novo, but was described as moderately calcified and moderately tortuous. The % of the stenosis was 90%. There was no difficulty accessing the target lesion with a guidewire. It is unknown if the lesion was pre-dilated. After proper inspection and prep, a smart control (8x100 mm 80 cm: complaint product) stent delivery system (sds) was delivered to the target lesion. The stent was released, but the stent jumped approximately 1cm distally during the stent deployment and so the proximal lesion of the common iliac artery could not be covered. Therefore, an additional smart control stent (8x30 mm) was placed proximally to the 1st smart control stent and the entire lesion was fully covered. The procedure was finished successfully. The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient during deployment. There was no patient injury reported.

Manufacturer narrative:
The report received from the affiliate states that during deployment of the smart control stent, the stent jumped distally 1cm and an additional stent was needed to fully treat the entire lesion. The target lesion location was the common iliac artery to external iliac artery (side unknown). It was described as moderately calcified and moderately tortuous with a 90% stenosis. It is unknown if the lesion was pre-dilated. After proper inspection and prep, a smart control (8x100mm 80cm) stent delivery system (sds) was delivered to the target lesion. During stent deployment it was reported that the stent jumped approximately 1cm distally without covering the proximal lesion of the common iliac artery. An additional smart control stent (8x30mm) was placed proximally to the first stent fully covering the entire lesion. The smart control locking pin was in place during advancement towards the lesion, the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment and the user held the handle of the smart control sds flat and straight outside the patient during deployment. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.